Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that erroneous results were reported for multiple assays for multiple patient samples on an atellica im 1600 instrument. The quality controls (qc) were unacceptable following the processing of samples. Siemens remotely accessed the customer¿s instrument, reviewed the operator event log, and found the luminometer may not be functioning correctly, and sampling stopped because of a dark count error message. The customer claimed that these errors were not observed and had continued processing samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the luminometer and wash area, replaced aspiration probe 4, and performed acid and base dispense tests. Next, the cse checked the luminometer for leaks and found none. Then, the cse performed a successful system check and reset the system. The cse ran qc, which recovered acceptably. Next, the customer ran a patient correlation study which recovered acceptably. Siemens evaluated the event and concluded that the actions performed by the cse resolved the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that falsely depressed intact parathyroid hormone (pth) results for three patient samples, a falsely elevated progesterone (prge) result for a patient, a falsely elevated vitamin b12 (vb12) result for a patient, and a falsely depressed thyroid stimulating hormone (tsh3ul) result for a patient were generated on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on either of the customer¿s alternate atellica im 1600 instruments. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.